Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during set up for a procedure, the pressure of the control unit was not accurate, either no pressure or too much pressure. The procedure was carried out without delay, using a back-up device instead. There was no patient involvement.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found low pressure readings. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with electrical component failure. Factors which could have contributed to the reported event include a defective transducer or crimped inflow tubing. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: additional information: b3.